Event description:
The handheld was returned for analysis. Analysis was completed on 10/21/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported that the physician's handheld would not power on when plugged into an electrical outlet. It was reported that the battery light illuminated amber when plugged in. A hard reset was performed and the screen lock was not engaged. It ws reported that the handheld would not reset. It was later reported that the handheld was able to be powered on, but that the handheld froze and another hard reset did not resolve the issue. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.